Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit stopped working approx a third of the way into the procedure. The unit alarmed and displayed the following message: sensor & device defective. The unit was switched off and the tubing was clamped. The tubing set was disconnected. The unit was switched back on and the same tubing set was re-connected. The unit ran for about 3 to 4 minutes and then started to go into reverse. A 3 liter bag started to fill with blood from the pt. The unit was switched off and was replaced with another unit in order to finish the procedure.